Event description:
It was reported that during a laparoscopic band procedure, the trocar was leaking. Another trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the instrument found that it was received with universal seal damaged and one protector misassembled; therefore the instrument was non-functional. No conclusion could be reached based on the analysis results as to what caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as ¿whistling¿ or ¿hissing¿? Asku. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? Asku. Was any torque being applied to the trocar or device? Asku.